Manufacturer narrative:
Correction: b5, h6. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that one day post implant, the patient right atrial lead had dislodged. During the revision procedure, the physician was unable to fully extend the helix to implant the lead due to a piece of foreign silicon material stuck to the helix. The lead pacing impedance was also found to be low. The physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one day post implant, the patient right atrial lead had dislodged. During the revision procedure, the physician was unable to fully extend the helix to implant the lead. The physician explanted and replaced the lead. The patient was stable throughout.